Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016. Customer's blood glucose was 500-600 mg/dl. Customer's blood glucose was running high that morning. Customer got sick to her stomach and was nauseated. Customer called the emergency medical technician for assistance in getting her blood glucose down. Customer woke up and her blood glucose was 409 mg/dl that morning. Customer did troubleshooting while in the emergency room and found that a bent cannula caused the high blood glucose. Customer's blood glucose went up higher during her initial stay at the hospital. Customer was on an insulin drip but she demanded to be put back on the pump. The customer's blood glucose went high again and she was put back on the insulin drip. Customer was off the pump on the (B)(6) and was allowed back on the pump on the 15th. Customer stated that her site was really sore and she could feel pain. Customer performed the high pressure test and the pump passed.